Event description:
Customer reported via phone call that the buttons on the insulin pump are not responding. Customer was unable to press the act button during a bolus delivery attempt. Customer replaced the battery and received a low reservoir alarm which could not be cleared due to the unresponsive buttons. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected low reservoir alarms noted. Low reservoir feature functioned properly during testing. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.